Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is being filed under a separate medwatch report number. Device code 1494 - patient selection (use in tricuspid valve).

Event description:
This is filed to report device dislodgement and single leaflet device attachment. It was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5, large coaptation gap, and rotated heart. It was noted imaging was difficult. Two clips were successfully implanted on the septal and posterior leaflets. To further reduce tr, a third clip (21118r1062) was inserted. However, during positioning, the gripper became caught on the second implanted clip (21118r1022). While trying to separate the clips, the second implanted clip detached from the septal leaflet and remain attached to posterior leaflet (single leaflet device attachment/slda). The third clip was then implanted as intended, reducing tr to a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported device damage by another device (dislodged) appears to be related to procedural condition and the slda appears to be due to the device damage by another device. The poor image resolution appears to be related to patient morphology/pathology (rotated heart) and the reported off-label use was due to the device being used on a tricuspid valve. There is no indication of a product issue with respect to manufacture, design or labeling.